Event description:
On 2/26/96 an ipp device was implanted. On 5/2/96 the cylinders and pump were revised. On 10/8/96 the device was removed from the pt and replaced due to leaking. Add'l lot/ser # bw733 002.

Manufacturer narrative:
Pump performed within specifications. Cylinders had or damage.